Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total knee to address instability date of implantation: (B)(6) 2013. Date of revision: (B)(6) 2021 (left knee). Treatment: revision of the tibial insert component. On (B)(6) 2013, the patient underwent bilateral knee arthroplasties to address osteoarthritis. The patella was resurfaced and depuy products were implanted bilaterally. There were no indicated intra-operative complications. On (B)(6) 2021, the patient underwent a left knee revision to address pain, swelling, and instability. The patient experienced a fall prior to experiencing instability. The surgeon indicated evidence of recurrent bleeds as there was hemosiderin stained synovitis which was resected. There was a little wear on the retained patella, but no delamination. There was meniscus around the patella that was excised. The tibial insert was the only product revised. The tibial insert, femoral component, and patellar component were retained. There were no indicated intra-operative complications.